Manufacturer narrative:
Section g8: the initial report was incorrectly submitted with a fei-based manufacturer report (MFR) number: 3003752502-202x-xxxxx. The MFR number should have been cfn-based with the 7-digit cfn being (B)(4). Manufacturer's investigation conclusion: the reported event of the pigtails missing from the pre-connected pack was unable to be confirmed. A specific cause for the reported event could not be conclusively determined through this evaluation. The account submitted one image of the outside of the box for the pre-connected pack, confirming that the product had model number cmaek00, serial number (B)(6). The reported event could not be confirmed based on the image. Review of the device history records for the centrimag adult extracorporeal membrane oxygenation (ECMO) kit (cmaek), revealed no deviations from manufacturing or quality assurance specifications. A specific cause for the reported event could not be conclusively determined. The relevant sections of the device history record (DHR) for the centrimag adult extracorporeal membrane oxygenation (ECMO) kit (cmaek), serial #(B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The centrimag adult extracorporeal membrane oxygenation kit instructions for use (IFU), rev. B, is currently available. The IFU contains the following general warnings: -only trained personnel should use the circuit. -a backup circuit must be available immediately near the primary circuit during ECMO support. -component replacement should be prescribed by the physician based on risks and benefits to the patient. Under the section titled ¿package inspection,¿ the IFU warns to inspect the package carefully before opening. If the integrity of the sterile package has been compromised, or the product and/or package is defective, do not use the product and contact technical support. Under the section titled ¿package contents,¿ the IFU says that the package contains four high-flow pigtails with 3-way stopcock. The pigtails are listed as an accessory under this section. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that both pouches of pigtails were missing.

Manufacturer narrative:
Section a: there was no patient involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during set up of a new pre-connected pack, the pigtails accessory was missing from the new pack. Pigtails were pulled from another kit. There was no delay in procedure due to this event. There was no adverse patient impact.